Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31559980l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required drainage. First, it was reported that when starting up ¿spu¿ error 982 was displayed. The cables were reconnected, but the issue was not solved. The issue was solved by restarting the patient interface unit (piu) and it did not reoccur. Then it was reported that after the cavotricuspid ishmus (cti) ablation, the blood pressure decreased to 30, and cardiac tamponade was noted. The drainage was performed, and over 700 ml of blood was drawn. The blood pressure returned to normal. There was bleeding for a while in the ward and about 1000 ml was drained in total, but the patient¿s condition was stable. The drained blood was venous blood. Radiofrequency (rf) energy was used for ablation. No error messages observed on biosense webster equipment during the procedure.